Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer. As part of the investigation, olympus followed up with the user facility to obtain additional inform4ation regarding the reported event but with no results. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. As no device was returned for evaluation, the root cause could not be conclusively determined. However, based on the troubleshooting information, the digital light source cable was half-plugged and the connection was not perfect. Alternatively, foreign matter (chemical residue, scale, sebum stains, dust, gauze fluff, etc.) Was attached to the electrical contacts and optical connections of the scope connector. Therefore, the b30 was displayed potentially due to poor contact between the pins of the connector and abnormal communication from the scope to the video processor via the light source device. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states the following: properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result. Before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts are completely dry and clean. If the endoscope is used with the electrical contacts wet and / or dirty, the endoscope and light source may malfunction. The legal manufacturer will continue to monitor the field performance of this device.

Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted. The investigation is ongoing and a definitive root cause of the reported event has not been determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that a "b30" error was generated when using the olympus, series 190 scope with the olympus, model cv-190, video system center. There was no patient injury, associated with the problem, reported to olympus.